Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1488t, competitor implantable pacing lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that after the patient came in for a device check, it was noted that the sic (sensing integrity counter) was greater than 300. However, there were no stored episodes and no oversensing noted. It was also noted that prior to the check, the patient did have surgery where cautery was used. The device remains in use. No patient complications have been reported as a result of this event.